Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 4.0 x 100 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The device was removed and replaced with a different balloon catheter. Following dilatation, a 6x15mm innova stent was implanted and the procedure was completed with post dilatation. No patient complications nor injuries were reported.